Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a patient sensor calibration check, valve actuation test, system air leak test, and a teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A post-accelerated stress test (ast) simulated treatment of 2hrs and 15m with 8500ml was performed and failed in fill 1 due to a make sure heater bag is on heater tray alarm. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. The filter was replaced with a clean one. The post-ast simulated treatment was repeated and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak when removing the cassette from the cycler after completing pd treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact reported receiving an air detected in cassette alarm during drain 4 of 5 and a patient line is blocked alarm during an unknown phase of treatment. The patient's contact reported the leak when they called the following day during their next pd treatment and after receiving a make sure heater bag is on heater tray message from the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd) until the replacement cycler arrived. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.